Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection did not note any anomalous conditions in shape or structure. Mechanical inspection revealed the helix consistently extended and retracted within six turns. Helix, fully extended, measured .079 inches within specification. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported, during the implant procedure, difficulty positioning the lead was encounted and the helix would not extend. Consequently, this lead was withdrawn, and a competitor's lead was successfully implanted without incident. No patient complications have been reported as a result of this event.